Manufacturer narrative:
The device involved in the incident was not returned for evaluation and no photographs were provided. A review of the manufacture records by the contract manufacture for this device revealed it was manufactured according to specification. Without an evaluation of the device a root cause cannot be determined. Device was used for treatment, not diagnosis. If information is obtained that was not avail able for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Our investigation is ongoing. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not avail able for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The top part of the introducer sheath did not separate easily and instead of peeling away in a straight line it peeled at an angle, breaking off before it reached the end which left a circle of plastic around the line that was being inserted. We were able to catch hold of this and retrieve it and it then had to be cut to remove it from around the line.